Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine clinic evaluation, far r wave oversensing was observed. The patient was asymptomatic. Programming changes were made. The device remains implanted.